Event description:
Philips received a complaint by the customer on the v60 indicating that parameters were automatically adjusting without external input. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. Investigation is ongoing.

Manufacturer narrative:
E; (B)(6).

Manufacturer narrative:
After further review of the diagnostic report (drpt), it appears that there were multiple instances of setting changes including the respiratory rate and pco2-- of note, in order for the settings to be changed on the device, there is a three-step manual process. At this time, additional case information has been requested and is pending response.

Manufacturer narrative:
Per good faith effort (gfe) response, the device was in use on a patient at the time the reported issue was discovered. The device was swapped out for another v60, but there was no reported harm to the patient or user. The following patient information was provided: the replacement front bezel was ordered for repair, but it has not been received yet. The repair is still pending.

Manufacturer narrative:
Per follow-up gfe response, the replacement front bezel was installed, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. However, further case information regarding the evaluation of the device is still pending.

Manufacturer narrative:
Philips received a complaint from the customer on the v60 indicating that parameters were automatically adjusting without external input. Specifically- rr: 24 changed to 22 and changed again to 24. Fio2: 0.3 changed to 0.25 and changed again to 0.3. Alarm setting on rr also auto changed from 24 changed to 20 respectively. The information received from the biomedical team was they didn¿t witness the failure but was through communication with the nurse who made the statement. The evaluation of the device and how the bezel was causing the malfunction was not provided after multiple attempts and the only information received was that the front bezel was replaced which corrected the alleged malfunction the bezel replacement would be indictive of a navigation ring failure. The allegation reported is highly unlikely and we have no evaluation to confirm the malfunction to create the failure as alleged the device would have to navigate through multiple screens and press the settings on each screen and then accept the settings which is another button press, a failure of the navigation ring will have values that fluctuate in the setting screen but do not change therapy and has been identified as liquid ingress over time from the cleaning of the device. If/when additional information becomes available a follow up submission will be completed accordingly.